Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on / abnormal shutdowns) was confirmed. As received, the monitor would not power on. Upon evaluation, the c9 capacitor shorted inducing thermal damage to the computer / analog (ca) board. The cause of the inability to power on and abnormal shutdowns is the shorted capacitor. The root cause of the shorted capacitor could not be positively identified. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. As received, the battery packs would not power a test monitor or charge. Upon evaluation, the f1 fuse was blown. The cause of the inability to power the monitor is the blown fuse in the battery packs. The root cause of the blown fuse is the shorted capacitor in the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor was producing abnormal shutdowns and subsequently would not power on.